Manufacturer narrative:
Product ID m943899a, serial# unknown. Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that it was believed that the patient had cycling on when they experienced shocking. The cycling feature was turned off. Programming was performed and had been performed repeatedly in attempt to reduce the recharge burden for the patient. However, the patient's pain responded best when the device was at a higher frequency. The higher frequency coupled with their need for a higher amplitude, coupled with high impedances due to scar tissue had contributed to their need to charge 3 times a day. The clinician programmer calculation supported this as being normal at those settings. The information was confirmed with the account. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient needed to charge their implantable neurostimulator (ins) three to four times daily; this started two to three months prior to the report after the patient met with a manufacturer representative (rep). The patient stated that the trial went better than the implant because he had been complaining that the therapy wasn¿t helping like the trial did. The trial had high frequency settings and the implantable neurostimulator (ins) had low frequency settings. When the patient met with the rep, they had their settings adjusted to high frequency settings and that is when he started charging three to four times a day. About a week and a half prior to the report, the rep met with the patient and gave the control off settings so the patient could lower settings when needed. But the patient mentioned that if the settings were low, then the therapy would not help with the pain, and if the settings were high, they would need to charge more often. Additional information received stated that the patient met with a manufacturer¿s representative (rep) f or reprogramming, and the rep changed the therapy to cycling. The patient did not like the therapy cycling because he was in pain when the therapy cycled off, and this made the pain feel worse since we was waiting for stimulation. The patient stated he had better relief with the trial. The patient reported having had the therapy adjusted causing the ins to need to be charged more frequently prior to the cycling. The patient stated he had to recharge multiple times a day. The patient also reported his recharger belt was damaged. Patient was issued a new belt. Additional information was reported that the patient stated he has been having ongoing issues with his spinal cord stimulator (scs). The patient stated he has to charge it 3-4 times a day. The patient stated he saw a manufacturer representative (rep) who changed his settings to a cycling feature. The patient stated it's 15 min on 15 min off. The patient stated he saw a the rep a few days ago, which was in the middle of last week. The patient stated the rep was trying to help him conserve the battery without needing to charge it 3-4 times a day. The patient stated this did help with the battery issue but, it's hard to get used to. The patient stated he was dreading when it was off. The patient stated most of the time his stimulation is gradual coming on, but he noticed one day after they changed the settings, every once in a while like 3-5 times a day, he would get a large jolt when it would come on. The patient stated this was enough that it would cripple him and take his knees out from under him. The patient stated his cycling turns off 5-6 times an hour and he has just been putting up with the stimulation. The patient he contacted the rep and informed him, and they decided the patient would continue on trying. The patient stated on friday, he went to go down the stairs, he felt a shock and fell down a flight of stairs on his back. The patient stated now he is feeling pain on the top of his ins site and lower back. The patient has a healthcare provider (hcp) appoint (B)(6). The patient stated he informed the rep of the fall on (B)(6) 2020 and the rep said to shut it off, but that was all he said. No further information was reported.

Manufacturer narrative:
Product ID m943899a, serial# unknown. Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep inquired about expected recharge intervals with settings 200 us, 1200 hz and fairly high impedances 3800-3900 ohm range. Patient is charging 3 times a day and trying to see if they can reprogram to have patient charge less. When patient was initially implanted, impedances were lower 800-900 ohm range. Impedances have increased over time and the higher impedances happened roughly a month or two after implant (2019-05-24). The rep didn't think much of it as he believe it was normal after leads have set and scar tissue took place. It was reviewed with the caller that a patient with very high settings typically will recharge once a day. With impedances such as this, it is expected to have to recharge this often. No further complications were reported.